Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experiences high blood glucose when his reservoir gets low. Customer's blood glucose was 422 mg/dl. In another call, the customer reported that when he is on the road, he does not have insulin with in. Customer stated that he changes the reservoir every 2 days. Customer stated that he has about 15 units left and he is using the smaller reservoir. Customer does not have time to troubleshoot at this time and was advised to call back.